Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that an impedance issue/high impedance was noted during a follow-up appointment. Impedance off in electrode 1: >4000 ohms. The patient stated they recently had an x-ray done that shows the implant that like it was in good position, but unable to compare it to implant x-ray as it was done outside of the facility. Patient stated that they noticed a change in their therapy symptoms about 3 weeks ago. Symptoms returning. It is unknown if the issue has resolved. The patient requested they have a non-rechargeable system put in to replace their current micro device. Surgery hadn't been scheduled yet. Patient information and test results were updated.

Manufacturer narrative:
Section d information references the main component of the system: product ID 978a128 lot# va2alyz implanted: (B)(6) 2020 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(6), ubd: 15-jul-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.